Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records (DHR) review is not required. Visual inspection: the system was returned. Safety clip was missing upon receipt. The tuohy borst adapter was loose and the 2-way stop cock was open. The gray outer sheath was torn off approximately 24.4mm from the proximal end of the handle at the catheter reinforcement area. At the distal break point on the outer grey catheter the coils and wire braiding were exposed. The stent graft was found to be released and was returned with the delivery system. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken and stent graft deployed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for an outer shaft break, as the outer catheter was torn off at the catheter reinforcement area. The delivery system was received in the deployed configuration and the stent graft was included. Per the reported details, an introducer sheath was not used to advance the device. The instructions for use (IFU)states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure in an av fistula, the outer sheath the stent graft broke prior to deployment; therefore, the stent graft was exchanged over the guide wire for new stent graft that was prepped and deployed successfully. There is no reported patient injury.